Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported defective keypad with the top¿ home¿ row of the keypad did not work which was reproduced as a delayed keypad response. The cause was determined to be failed processor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump home row of the keypad did not work. The event happen at biomed department. There was no known patient injury or medical intervention associated with this event. No additional information is available.